Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced several slide bumpers to resolve the issue. In preventive maintenance fse resecured all row board cables, resecured all retractor cable connections, and resecured internal pyxibus cables. Vacuumed the e compartment. The fse inspected unit for loose medications and debris and inspected drawers for rail operation and presence of slide bumpers. The fse tightened any loose drawer fronts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.